Event description:
Pt complaining of chest pain. Stat EKG ordered. The EKG showed a wide qrs on the 12 lead EKG. Cardiology consulted. Heart cath performed with no interventions needed. Upon re-review of the EKG post-prodedure it was noted that the EKG was done at 50 mm/sec instead of 25 mm/sec. The button on the left side of the panel that controls the speed was inadvertently bumped during paper change. This caused the speed to increase from 25 mm/sec to 50 mm/sec. These control buttons do not have a protective cover. Additionally the process to change the speed is a one-step process. Device may be evaluated on site.